Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. Other damages (i.e. Broken housing) observed during investigation are most likely related to explantation surgery. According to the in-situ measurements history the stimulator electronics operates within specification before explantation. This is a final report.

Event description:
It was reported that the recipient lost access to sound with the device after he fell and hit his head on the implant site. The implant zone showed no signs of swelling or hematoma. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient lost access to sound with the device after he fell and hit his head at the implant site.

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the patient report, however to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Additionally it is reported that the electrode had not been completely inserted at initial implantation.

Event description:
It was reported that the patient lost access to sound with the device after he fell and hit his head at the implant site. The implant zone showed no signs of swelling or hematoma. No decision has been received from the field with regards a possible explantation/re-implantation.